Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the blue sureform 60 reload and failure analysis investigations confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house inspection. Common causes of the failure mode exposed component reloads are typically attributed to misuse/mishandling (example: firing across a staple line or other obstructions). Additional observations not reported by the site that are related to the primary failure: the reload was found to have mechanical indentation damage to the blade. The reload was found to have cartridge damage. No missing material was observed. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the sureform 60 stapler instrument had a pushout event on the third fire of the sureform 60 stapler blue reload. As a result, the surgeon had to resect additional tissue. The following information was gathered by the clinical sales representative (csr): the sureform 60 stapler instrument generated a partial fire error and resulted in malformed staples. There was no additional bleeding, no buttress material was used, and the surgeon performed a leak test with a bougie without any complications. The surgeon was able to use a new sureform 60 stapler instrument and complete the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc (isi) has not received the sureform 60 blue reload fired during this reported event on which to perform a failure analysis investigation. A follow-up MDR will be submitted if additional information becomes available. A review of the provided image was performed by an isi clinical development engineer (cde). In the first image, the surgeon was holding an existing staple line with the vessel sealer extend with some bleeding coming from the crotch of the staple line, the image quality does not allow for clear enough viewing to determine if there are malformed staples in the bleeding area. The second image showed the surgeon grasping the right side of the stomach with a tip up instrument and showed a well-formed staple line on the right of the image, the crotch of the staple line and the left side of the staple line were obscured by blood, so the formation of those staples was unable to be assessed. Based on these images alone, the root cause was not able to be determined. Advanced sureform 60 stapler logs show the stapler instrument was installed on the system 2x and fired 2 reloads (1 green, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~99% completion, after a duration of ~37 seconds. Max torque recorded during the firing was 701 n, which is over the torque limit for blue reloads. Logs show error code 22020 for the failure, and parameters indicate the torque was too high. There were no incomplete clamps or incomplete unclamps for this instrument. There were no other stapler related errors in the logs.